Manufacturer narrative:
The field service engineer performed ise checks and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for two patients tested with a cobas 6000 c (501) module. The customer confirmed ise qc was acceptable prior to patient testing. The initial ise results for both patients were reported outside the laboratory. The customer performed repeat testing with the same analyzer for confirmation. On (B)(6) 2021, patient 1's initial ise results were na 117 mmol/l, k 3.1 mmol/l, and cl 128 mmol/l. On (B)(6) 2021, the patient's repeat ise results were na 143 mmol/l, k 4.9 mmol/l, and cl 104 mmol/l. On (B)(6) 2021, patient 2's initial ise results were na 106 mmol/l, k 2.8 mmol/l, and cl 117 mmol/l. On (B)(6) 2021, the patient's repeat ise results were na 130 mmol/l, k 4.3 mmol/l, and cl 93.3 mmol/l. The customer determined the repeat ise results were correct. The na electrode lot number was g93 with an expiration date requested but not provided. The k electrode lot number was p86 with an expiration date requested but not provided. The cl electrode lot number was c28 with an expiration date requested but not provided.

Manufacturer narrative:
The customer only provided calibration results for na. The investigation reviewed the na calibration results but the date and time information were not legible. The investigation was unable to confirm the specific calibration performed on the day of the event, but the provided calibrations have no alarms. The customer's qc results were ok. Based on the available information, there was no indication for a performance issue of reagent. The customer's system alarm trace and sample pre-analytic data were requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.